Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2938836-2020-01201; 2938836-2020-01202. It was reported that the complete system was explanted due to pocket infection. The patient was stable.